Manufacturer narrative:
The customer stated the AED was connected to a patient but advised nothing. Analysis of the log files from the AED showed that on 7/2/2024 the AED alerted a problem and battery low warnings based on a weekly self-test. The AED began flashing its red asi and chirping to alert the user. The AED continued to flash and chirp until 7/25/24 when the AED's battery became completely depleted. There was no evidence in the device log files that shows any human intervention to address the AED condition until 9/24/2024 when a replacement battery pack was inserted into the AED. The cause of the AED not powering on during the reported event as related to a failure to maintain the AED.

Event description:
The customer stated the AED was connected to patient but advised nothing. The patient was reported to have not been resuscitated.